Event description:
It was reported that during procedure, the laser output stopped. There was a crack on the wire of footswitch. Hospital handled the issue and the console could be used normally. The procedure was rescheduled and completed with no patient complications.

Manufacturer narrative:
The auriga 3020 was serviced at the customer's site. The reported device not firing complaint was confirmed. The fse identified crack on the wire of the footswitch. Based on all available information, the most probable cause was determined to be unintended use error caused or contributed to event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported that, during procedure, the laser output stopped. The procedure was rescheduled and successfully completed. There was a crack on the wire of the footswitch which was addressed by the hospital; following this, the console could be used normally. No patient complications were reported.